Manufacturer narrative:
D10 - concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot# p5e1135s); egiaustnd, egiaustnd endogia ultra univ std stap, (lot# p5e1135s); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic liver resection, specifically at the step of transection of the hepatic pedicle, the two manual stapler was unable to fire, the green button could not be pressed, and the handles could not be squeezed. The product was replaced with another manufacturer's product to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d1, d3, d4 (lot #), d3, d4 ( PMA), h4, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.